Event description:
Additional information was received that an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the reported complaint. He observed the cadioplegia flow to be slower than normal. During inspection and while disconnecting the tubing from the inlet/outlet, the fsr discovered an unusual amount of sediment coming from the outlets. He drained the heater cooler, cleaned the filters and refilled with distilled water resolving the problem. The unit operated within manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the unit had no water circulation. No other details regarding the nature of this event were provided.